Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, there was bleeding and pain to the stomach. The incident occurred at the end of (B)(6). EU stopped peristeen for a while, around 8 or 10 days, then tried again but the symptoms came back and stopped again. Currently EU still had stomach pain and she had bleeding but every. EU saw a doctor who prescribed a colonoscopy for next monday, (B)(6). Irrigations were performed by EU, sitting on toilets, inflated balloon with 4 pumps and she had no difficulties to use peristeen. EU started peristeen on (B)(6) 2016, and it was indicated for incontinence. Irrigation occurred every day at the beginning and after every second day. Concerning the medical history, EU had an anal fissure and sectioned internal sphincter. A treatment was associated to the use of peristeen: loperamide.